Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. All damaged product were replaced and programmer passed all incoming tests. The device manufacture date for this product is february 3, 2006.

Event description:
Boston scientific received information that the screen of this programmer flashes and goes black after powering on. There was only faint image that can be seen. The unit was returned back to the laboratory. No adverse patient effects were reported.